Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring insulin pump error 37. Blood glucose level at the time of the incident was 283 mg/dl. No symptoms or treatment of patient required. Customer also reports that they are unable to rewind the insulin pump. Troubleshooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage. Found shorted/burned electrical components due to moisture damage. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.